Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. There is no evidence that suggests that this device is scheduled to be explanted. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This device was successfully explanted and replaced. No adverse patient effects were reported.